Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The ICD was not returned. The lead was found cut 46 cm distal to the is4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor coil and insulation were found damaged 21 cm proximal to the lead tip, which can be considered the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, a bent conductor coil was found 31 cm proximal to the lead tip, which most likely resulted from the extraction procedure. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted and replaced due to loss of capture on the lv. No adverse patient events were reported. Should additional information be received, this file will be update.